Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 14, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 3259, 4307). Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned so a thorough investigation could not be conducted. A representative retention sample was reviewed for wiper functionality and it was found that the wiper functioned with an endoscope inserted as expected. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the wiper would not retract. As per user facility, they've used one to two kits. The case was completed, though vision was obstructed. On the second kit my vision was totally obscured, so the kit was changed out. Both kits failed almost immediately, upon insertion into leg. The wiper blade was out and would not retract, despite efforts. It is still unknown whether there was a delay in the procedure or whether there was blood loss. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.